Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the tip broke off could be confirmed. According to the investigation, the root cause was attributed to a r&d/design-related issue. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. R&d manteinance took over this case within the framework of a potential recurring situation identification board and reported the following: "the potential to improve the insertion behaviour shall be investigated" (please refer to the "prs_ref#5038_1_080-5_080_self-drilling half pin apex ø 3mm rev2" file in attachment). Tolerance field of the tip is to be reduced. (B)(4) (potential nc) created to address this failure mode.

Event description:
Surgeon was utilizing the apex pin in the tibia. The tip broke off in the patient's far cortice. It was not retrievable and the patient retained the tip in the left tibia.

Event description:
Surgeon was utilizing the apex pin in the tibia. The tip broke off in the patient's far cortice. It was not retrievable and the patient retained the tip in the left tibia.